Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime/fill anomaly. The customer was assisted with reservoir and tubing process troubleshooting. The customer's blood glucose was 89mg/dl at the time of the incident. The customer stated that the insulin squirted out during load reservoir/fill tubing process. The customer recalled that the insulin began to exit the line earlier than expected. The customer was advised to re-start reservoir and tubing process and the customer stated that the load reservoir process did not complete without insulin exiting the tubing. The customer was advised to discontinue use of the insulin pump and to revert to back up plan per healthcare professional's instructions. Delivery anomaly troubleshooting was also performed. The customer stated that the insulin pump was over delivering. The customer' blood glucose was 73mg/dl at the time of the call. The customer also stated that they did not program a larger fill cannula amount than was required and had no accidental button pressing. There were no pump errors found in the history and no exposure to strong magnetic field. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump received was not stuck in the manufacturing mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0870 inches. No prime anomaly noted. Unit received with minor scratches on lcd window.